Event description:
It was reported that the pt's system was explanted due to infection. Additional info has been requested.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.